Manufacturer narrative:
(B)(4). The reported issue of a damaged pcu rear case was confirmed. The report that the iui burned could not be definitively confirmed because the device was received from the customer with the left iui missing. The thermal damage to the case was most likely the result of thermal activity that occurred at the left iui location and possibly involved an attached module at the same location. The thermal damage was noted to be within the vicinity of pins 13 and 14. The location of the thermal damage is consistent with prior investigations that involved thermal activity at left iui connectors. The noted errors found in the device logs are typical events that can occur when there is thermal activity occuring at iui connections. Inspection of the device found no other issues or anomalies that could be considered as possible contributions to the thermal damage. Testing of the device found no recurrence of any thermal activity with the device. The root cause for the thermal damage to the rear case could not be definitively identified but is suspect to be associated with a thermal event that occurred with the left iui connector and possibly a module that was attached to it.

Event description:
Photo of device shows thermal damage to rear case above iui housing. No pt harm or medical intervention was reported. No additional info was provided.